Event description:
Unomedical reference number (B)(4). Event occurred in italy. On 24-apr-2024, it was reported that patient faced an infusion set cannula was bent event. The event occured on first day of usage. The infusion set was in use for less than 1 day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.